Event description:
The st. Jude medical representative reported that the ICD delivered inappropriate therapy for noise on the ventricular channel, which is indicative of a lead fracture. Noise was not reproducible with positional testing. X-ray was also performed and no signs of fracture were observed. The decision was made to cap the lead and replace the ICD.